Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: vanguard ssk interlok femoral component, catalog #: 183328, lot #: 997850; vanguard ssk tibial bearing, catalog #: 185102, lot #: 407200; biomet cruciate tibial tray, catalog #: 141236, lot #: 271080; series-a standard patella, catalog #: 184768, lot #: 621390. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05005; 0001825034-2017-05006; 0001825034-2017-05011; 0001825034-2018-00958. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05006 and 05011.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient is experiencing pain, loosening, and instability that started approximately a year ago. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.